Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during an arrhythmia episode there was possible oversensing and undersensing on the atrial lead.

Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2002, 2187-75 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial lead undersensing was noted during atrial arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.